Manufacturer narrative:
Zhaoxin ma, ming li, yi cao, xuhui chen (2009). Keyhole microsurgery for trigeminal neuralgia, hemifacial spasm and glossopharyngeal neuralgia. Eur arch otorhinolaryngol, 267(3):449¿454 doi 10.1007/s00405-009-1005-9. As this serious injury event is considered one event identified by the dealer; only one MDR report will be submitted for the reported quantity affected of eleven for this event. As the lot number for the device was not provided, a review of the device history records could not be performed. The sample was not returned to the manufacturer for inspection/evaluation. Therefore, the investigation of the reported event is inconclusive. Based upon the available information, the definitive root cause for this event is unknown. The instructions for use (IFU) is adequate for the reported device/patient code(s) and provides general instructions for use, as well as warnings, precautions and potential complications associated with the device. Upon receipt of new or additional information, a follow-up report will be submitted as applicable. Device not returned.

Event description:
It was reported in an article in journal of ¿springer link¿ titled "keyhole microsurgery for trigeminal neuralgia, hemifacial spasm and glossopharyngeal neuralgia", approximately sometime post procedure out of two hundred patients who underwent microvascular decompression for trigeminal neuralgia and hemifacial spasm, there were eleven occurrences of failure noted. One patient developed cerebral hematoma, four patients had cerebrospinal fluid leak and six patients had developed bacterial meningitis complications. However, the current status of the patient is unknown.

Manufacturer narrative:
H10: as this serious injury event is considered one event identified by the dealer; only one MDR report will be submitted for the reported quantity affected of eleven for this event. H10: zhaoxin ma, ming li, yi cao, xuhui chen (2009). Keyhole microsurgery for trigeminal neuralgia, hemifacial spasm and glossopharyngeal neuralgia. Eur arch otorhinolaryngol, 267(3):449¿454 doi 10.1007/s00405-009-1005-9. H10: manufacturing review: a manufacturing review was not requested as the lot number reported is unknown. Investigation summary: the physical device was not returned for evaluation. No photos were provided for review. Therefore, the investigation is inconclusive for the reported failure as no objective evidence was provided for review. A definitive root cause for the alleged bacterial meningitis and cerebral hematoma could not be determined based upon the provided information. Labeling review: a review of product labeling documentation (e.g., procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, nursing guide, and unit label) did not find any product labeling inadequacy. H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported in an article in journal of ¿springer link¿ titled "keyhole microsurgery for trigeminal neuralgia, hemifacial spasm and glossopharyngeal neuralgia", approximately sometime post procedure out of two hundred patients who underwent microvascular decompression for trigeminal neuralgia and hemifacial spasm, there were eleven occurrences of failure noted. One patient developed cerebral hematoma, four patients had cerebrospinal fluid leak and six patients had developed bacterial meningitis complications. However, the current status of the patient is unknown.